Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 520 mg/dl at the time of the event. Therefore, patient took correction bolus via pump and mdi for the treatment. No further information was available.